Event description:
Customer reported the insulin pump was not working. Customer stated she did a complete set change and only put in 100 units of insulin in the reservoir and it stated the reservoir was full and had a closed circle. The device has a full battery. Customer's blood glucose was 368 mg/dl. The device was stuck on rewind complete or bolus delivery loop. Customer was disconnected. Customer was advised to hold the button until beeps or numbers appeared on the screen, did not occur. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.